Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the incident and they did manual injection and blood glucose is 170 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode feature was not active. Customer did allege pump was under delivering because customer thinks that insulin pump was not delivering insulin when doing manual bolus. The insulin pump will not be returned for analysis.